Manufacturer narrative:
This will be fixed in a future reversion.

Event description:
The reporter indicated a reverse polarity of the biphasic waveformat implant. An automatic defibrillator test was performed and polarity reverted to nominal.